Event description:
An abstract presented in australia revealed a pt participating in a reuse study of homechoice sets developed peritonitis. The pt was treated with IV antibiotics in hosp and responded to treatment. The pt was reusing the sets 2 nights. No further info is available.